Manufacturer narrative:
Additional information b5: medtronic received additional information that the customer confirmed that they gave cold blood cardioplegia (harefield formula) between 5 and 10 degrees celsius centigrade as per usual protocol. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass, the dlp coronary artery ostial cannula was used to deliver cardioplegia into the aortic ostia. After administration, the cannula was stored still attached to the cardioplegia delivery line in the table side pocket, and when a second dose was needed, deformation of the cannula silicone tip was observed. Inspection of the storage area revealed no fluid or other substances that could have affected the cannula, and there was no noted damage to the cannula during the first administration. The cannula was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B.5.medtronic received additional information that the customer confirmed that they gave cold blood cardioplegia (harefield formula) between 5 and 10 degrees celsius centigrade as per usual protocol. Device evaluation: visual inspection shows the tip is deformed.the outer surface is tacky/sticky. Note: the customer had provided photos of the tip deformation. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.